Event description:
Voluntary medwatch report received noted that the right ventricular lead was explanted due to infection. The patient was stable.

Manufacturer narrative:
Voluntary medwatch report received: mw5148968.